Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2007 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, sever emotional distress, anguish, anxiety, permanent injury, permanent and substantial physical deformity, irreparable bodily injury, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.